Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to deformation of the plug unit. In addition, a noise image occurs. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii bronchovideoscope, the device was not connecting to stack and the camera had a no image issue. The event occurred during preparation for use, and the diagnostic procedure (bronchoscopy) was completed with a similar device. There was no procedural delay or no patient harm associated with the event. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the scope connector due to user handling. The event can be detected/reduced or prevented by following the instructions which state: ¿ inspection of the endoscopic image¿ ¿ do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.